Event description:
Epidural catheter reinsertion at the end of a bilateral total hip arthroplasty. Upon removing the sheath, the epidural catheter tip portion broke and the wire portion uncoiled. Both the catheter and the needle were sterilized and sent to the manufacturer. Manufacturer followed up on 11/30/05 with no defect found in either the catheter or the needle.